Manufacturer narrative:
Device evaluation: upon return visual inspection revealed a score pattern on one side of the distraction rod. The device was unable to retract or distract with a manual fast distractor during functional testing. The unit was then x-rayed which allowed a review of the internal components. The x-ray showed that the anti-jam washer was not in place and that the bronze nut might have been loaded unevenly. It is likely that failure to distract was a result of excessive force during the bending of the device before implantation; compressing one side of the implant more than the other could result in the score patterns that were observed on the distraction rod. A review of the device history record (DHR) confirmed the device met all required quality inspections and specifications prior to release.

Event description:
No additional information has been provided.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. Reference uf/importer report # (B)(4). If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision procedure was performed due to the rod no longer lengthening. Once the right rod was removed, the magnet from the manual distractor to used to test the rod and it was still not lengthening.